Manufacturer narrative:
Follow-up #1: date of submission (B)(6) 2018; device evaluation: the device has been returned and evaluated by product analysis on (B)(6) 2018 with the following findings: there were several unexplained power on reset event recorded in the black box data. The battery compartment was confirmed to be cracked. The threads on the returned battery cap were stripped and the cap was unable to maintain electrical connection when placed on the pump. Intermittent power was duplicated with the damaged battery cap on the pump. A test cap was placed on the pump and the pump was exercised for 24 hours without interruption in power. There was no damage, defect or contamination of the pump¿s interior components.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a power (damage) issue. It was reported that the battery compartment was cracked/damaged, the threads of the battery cap were stripped, the yellow o-ring of the battery cap was visible, the battery cap was unable to difficult to properly secure to the pump, and that the pump experienced intermittent power. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery.